Manufacturer narrative:
(B)(4). The incident has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a liver resection, the device could not be reopened while applied to tissue. The surgeon resected the tissue directly adjacent to the jaws of the device in order to remove it from the tissue. There was no injury to the patient.